Event description:
Additional information received reported that the leads were surgically repositioned on (B)(6) 2011. The patient outcome was reported as resolved without sequelae as of (B)(6) 2011.

Event description:
It was reported that pt had no stimulation sensation when changing positions. It was noted that the pt had undergone an rf procedure. Follow up info received indicated that reprogramming did not resolve the lack of stimulation to the lower back, buttock or groin area. Impedance checks were within normal range. The pt had a follow-up appointment with their physician on (B)(6) 2011. No other pt outcome was reported. If add'l info is obtained, a follow-up report will be sent.

Manufacturer narrative:
Study should have been checked.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a lead migration.

Event description:
Additional information received reported that the patient had unsatisfactory analgesia secondary to the poor coverage of stimulator. The patient lost the initial intended coverage, experienced increased pain and was sleeping poorly. No actions were taken.